Manufacturer narrative:
Follow-up # 1 date of submission 10/20/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. The original power complaint was unable to be duplicated during the investigation. During visual inspection of the pump, the battery compartment was observed to be cracked in the thread area and below the grip pad. The battery compartment threads were damaged as well. The returned battery cap was unable to be secured properly to the pump. The battery cap contact dimensions did not measure within specifications. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump case was removed and there was evidence of moisture contamination inside the pump. A leak test was performed and failed indicating a battery compartment leak.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.